Manufacturer narrative:
Investigation summary: a complaint of separation was received from the customer. Five samples were received for investigation. Through visual inspection, the customer complaint was verified. Separation of the set was seen at the filter. When looking closely at the end of the tubing, no solvent could be seen. A device history record review for model 11532269 lot number 20125402 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 13dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this defect is an insufficient amount of solvent added to the connection site during manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 as lvp 20d low sorb 2ss 0.2m cv sets' tubing came unglued at the filter and separated in the bag. The following information was provided by the initial reporter: "the tubing is coming detached from the filter. In some cases it¿s already separated in the bag and in other cases they come apart when clinician is going to use them. The tubing is ungluing right at the filter".